Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Please describe any medical intervention performed including medication name and results. Please describe any surgical intervention performed including date, indication and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003 and mesh was implanted for stress urinary incontinence. Several years later, the patient experienced bladder hyperactivity syndrome and chronic pelvic pain secondary to bladder emptying disorder in suburethral obstruction with failure of self-sounding. Actions taken in for the care of the patient include urethroolysis and side section of suburethral support mesh on (B)(6) 2024. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: please describe any medical intervention performed including medication name and results: self-soundings: failed. Please describe any surgical intervention performed including date, indication and findings: urethrolysis, side mesh section. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Mesh too tight. What is the patient's current status? Good. Product code and lot number? Unknown.